Manufacturer narrative:
(B)(4).

Event description:
It was reported that after several days in use, the cuff of a portex® bivona® adult tts¿ tracheostomy tube had a pinhole leak, and that cuff deflated spontaneously while the patient was being mechanically ventilated. The cuff was filled with sterile water. This was the initial use of the tracheostomy tube. The patient had decreased oxygen saturation. An urgent tracheostomy tube change was performed, and the patient received a temporary increase in oxygen levels and ventilator support. No permanent injury was reported, and it was noted that the patient recovered.

Manufacturer narrative:
Two adult tracheostomy tubes were returned for device evaluation. Functional testing was performed in attempt to detect for possible leakage. A total of 10cc of air was applied to each device, but neither cuff was able to inflate due to leak. Visual inspection was performed using magnification. The cuff surface areas of each tube were found to be abraded or damaged at the location of the leakage. The complaint states that the cuffs deflated spontaneously while the patient was being ventilated. Both devices showed signs of use as there were secretions on both devices. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
The leaking occurred after several days of use. The issue was observed by a respiratory therapist.